Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has a bad display.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is ob served, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/11/2017.

Event description:
It was reported to covidien that a customer had a issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that when the unit was powered on and when in the s/w verification screen; it does not show the serial number but the s/w is shown and is doubled.